Event description:
It was reported that a wireless module was having a "radio timeout" error. It was also reported there was no patient injury.

Manufacturer narrative:
(B)(4). The device was received and evaluated by baxter. The module was found to be unable to connect to a wireless network due to a failed radio printed circuit board. The device will be retired from service and the customer will be issued a replacement device. See scanned page.